Event description:
It was reported by the patient that following a medical procedure, the patient assist activator was no longer working. New batteries were installed but the situation did not resolve. A replacement activator was sent to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.